Event description:
I have used the amo moisture plus solution for years and have been wearing contacts. In late 2005 and into 2006 I began experiencing severe eye pain, redness, swelling, extreme tearing and sensitivity to light, as well as inability to wear contacts. Initially, I thought it was just stressed eyes, or overuse of contacts - and replaced my disposable contacts, and wore them less, etc. This seemed to help a bit, but within a few days/weeks I would have another flare up. We're talking horrible pain - could not drive, had to take the day off work. Red, tearing down my face, and so much pain I could hardly function. I just took tylenol and buried my head in a pillow. This continued for several months - and I finally went to see the eye m.d. To discuss. They prescribed antibiotics, and did a stain test and told me I had all sorts of ulcer scars on my corneas. Ultimately, I could no longer wear contacts, and since glasses don't allow me full vision, I had to have laser eye surgery in 2006, as a result. Dates of use: 2005 until 2006. Diagnosis: contact lens solution for wetting and storing contact. Event abated after: yes.